Event description:
The customer reported that the autopulse platform (sn (B)(6) displayed an error and was not functioning. It is unknown when the problem occurred. No additional information was provided.

Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6) displayed an error and was not functioning was confirmed during the functional testing and the archive data review. Based on the archive data, the platform stopped functioning due to user advisory 07 (discrepancy between load 1 and load 2 too large). The root cause of the reported complaint was a defective load cell. The autopulse platform failed functional testing due to ua07 being displayed upon powering on, confirming the complaint. The load cell characterization check revealed a defective load cell 2, which needs to be replaced to address the reported complaint. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).